Manufacturer narrative:
(B)(4). Concomitant product: p/n 00875705401 shell with cluster holes porous 54 mm o.d. Size jj for use with jj liners l/n 63692011, p/n 00780401520 straight shell inserter l/n 62946937 customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure a straight inserter tip sheared off in shell while surgeon attempted to implant in patient. Another shell and inserter were used to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed inspection of the returned device revealed the tip of the hex bolt is fractured and missing. The device shows wear & tear which has occurred during a potential field age of approximately 2 years & 6 months. It is unknown how many times the device had been used during that time. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.